Event description:
The customer reported that the system would not display the fluoroscopic x-ray when requested. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the analog interface and the workstation at communication printed circuit boards and the generator battery pack and the generator cross-arm brake as well as the workstation hard drive. The system was tested and found to be working as intended and put back in service.